Event description:
During an abdominal aortic aneurysm procedure, the graft "oozed" blood from the area of the graft walls where the clamp was placed. The bleeding was stopped by applying manual pressure. The quantity of blood lost through the graft is reported to be unknown and not attainable. The graft was left in. The pt is doing well.